Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 521 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.